Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer about getting critical pump error. Troubleshooting was done and customer was advised to return to back up plan. The insulin pump will be sent for analysis and replacement pump will be sent to the customer.

Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. Unit was received with corroded electronic assemblies, corroded motor home switch and corroded battery tube. The reservoir does not stay locked in due to missing retainer. Unit was received with broken reservoir tube lip, missing reservoir tube o-ring, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, minor scratches on case, faded serial number label and minor scratches on lcd window.